Event description:
It was reported that the user deployed the infusion set incorrectly when attempting insertion, removing the teflon cannula from the applicator before use; the user reconnected to the pump without assistance, and the reported device component involved was the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.